Event description:
While inserting the coil (pc410062-30/ g10232) into the microcatheter(renegade/boston scientific); he felt a severe resistance at the proximal section of the microcatheter. Therefore, he replaced the microcatheter with a new one (renegade/boston scientific). However; when he inserted the same coil into the microcatheter; he again experienced a severe resistance at the proximal section of the microcatheter. After replacing the coil with a new one (details unknown); he was able to insert it into the same microcatheter without any resistance. The coil was successfully placed at the target aneurysm. Afterward; the procedure was completed with no further difficulties. No patient injury was reported. The coil will not be returned for evaluation.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Therefore no action is taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.